Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380

Event description:
It was reported that the patient experienced hyperglycemia treated with a correction bolus via the insulin pump, which was attributed to a kinked infusion set cannula on (B)(6)2026.